Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder customer has observed debris and dirt inside the sealed device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer has observed debris and dirt inside the sealed device 368652 wingset, slbcs 21x.75 12 preattached lot. 1285435 exp 10/31/2023."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder customer has observed debris and dirt inside the sealed device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer has observed debris and dirt inside the sealed device 368652 wingset slbcs 21x.75 12 preattached lot. 1285435 exp 10/31/2023."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as dirt was found in the blister pack and seal. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.